Event description:
Customer has indicated that the spo2 is not working. A part was ordered to address the problem. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Reportability change: after further review, it was determined that the criteria for reportability was not met. The customer did not report that there was no inop. No information was provided suggesting that the event was in isolation. This record is deemed not reportable. The record was reviewed and re-evaluated to pose no health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue, nor is this issue likely to cause or contribute to such an event if it were to recur. When a parameter on the device fails or there is otherwise a technical problem with the parameter or the device, the module is designed to generate audible and viewable inop messages to alert users/caregivers to a potential issue. From a clinical perspective, the reported problem (intermittent spo2/no spo2 parameter/spo2 not working/not activated/switched off/loss of spo2/spo2 value obviously false or unexpected) would be immediately detectable by users during close observation of the patient, because the appearance is easily distinguished from normal monitoring. Use of the monitoring equipment in conjunction with close personal observation of the patient is expected as part of standard clinical practice, as described in our product labeling, shipped with the device. Under close personal surveillance, the reported problem would immediately prompt the clinical staff to verify the well-being of the patient.